Manufacturer narrative:
The mpats were discarded by the customer and therefore could not be evaluated by medrad. The site reported that lot number 820007 was in-use, which is currently under recall for flash in one of the molded plastic components. Although we are unable to confirm the presence of flash without returned product, it is possible that the device used during this event may have contributed to a malfunction, as defined in 21 cfr 803. Additional applications training was performed.

Event description:
The site reported that they observed low flow of saline during the purge process through three different multi-patient disposable sets (mpat) from the same lot number. There were no injuries reported.